Event description:
A malfunction alarm identified as malf 9 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which the customer understood and acknowledged.